Event description:
Facility reported a "system leak" with visible blood in the dialysate lines. Estimated blood loss greater than 100cc. No medical intervention. The sample is available for examination. Medwatch filed on the blood loss.